Event description:
Upon post op xray, femoral component was found to be notching despite not receiving a notching warning during balancing. Case type: tka.

Manufacturer narrative:
Reported event: an event regarding communication failure involving 3.0 rio® robotic arm - mics, catalog: 209999 was reported. It was reported that upon post op xray, femoral component was found to be notching despite not receiving a notching warning during balancing. Method & results: product evaluation and results: an analysis of the warnings in the vp log file and sessions data file shows the application workflow was successfully completed per the mako tka application user guide (part number 210467). Femur checkpoint values, femur registration values, rio registration and verification values, and bone preparation checkpoints passed with error below tolerance allowed by the system. From review of femur segmentation, it was confirmed that a section at least 20 mm above the superior femoral component flange was segmented which is required in order for the application software to detect notching. Implant planning page showed ¿notching: anterior flange¿ error when the femur component was rotated by 0.5 ° to decrease flexion. The error was also displayed when the femoral component was translated by 0.5 mm posteriorly from the implant plan. No system defect or malfunction is suspected. Product history review: review of the device history records associated with rio 278 indicate quality inspection procedures were completed with no reported discrepancies. Complaint history review: a search of the complaint database under device identification pn 209999 reports no similar complaints for tka software - communication failure. Conclusions: analysis of the vp log file and session data confirmed that the notching warning was not displayed. It was also confirmed that a notching error was shown when the femur component was rotated 0.5° to decrease flexion or when the femoral component was rotated by 0.5mm posteriorly from the implant plan. Adjusting the implant rotation to avoid potential notching is noted on page 11 & 12 of the mako tka surgical guide 210469 ver 3. A variety of factors represent the final implant placement and it is up to the surgeon to confirm final placement during trialing. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a search of the nc/CAPA database under device identification pn 209999 reports no records related to tka software - communication failure.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Upon post op xray, femoral component was found to be notching despite not receiving a notching warning during balancing. Case type: tka.